Event description:
Customer reported intermittent dark images on right and left monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and video processor board. System operates as intended. This MDR is related to ge healthcare complaint.